Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that the lead was an attempted implant, but was not used due to the vessel size. The lead was replaced and returned. No patient complications have been reported as a result of this event.